Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a review of the analyzer's system logs and service history, a search for similar complaints, and a review of labeling. The results associated with the sample runs in question were located in the result log and verified. No errors were generated. No other service complaints were found for the analyzer between (B)(4) 2011. Tracking and trending identified no adverse trend. Labeling was reviewed and found to be adequate. A single definitive cause for the discrepant troponin result was not identified. Based on the available information, a deficiency in the system was not identified.

Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated troponin result for one patient sample. The architect generated an initial troponin result of 0.345 ng/ml and repeat troponin results of 0.003 and 0.004 ng/ml. The patient had a generated a troponin result of 0.006 ng/ml the evening prior. The falsely elevated troponin result was not reported outside the laboratory and there was no adverse impact to patient management reported.